Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple carelink transmissions of the implantable pulse generator (ipg) have not been giving histograms or percent pacing and keeps saying "initializing." The caller was informed that the implant detect needed to be programmed off. The ipg remains in use. No patient complications have been reported as a result of this event.